Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-08-23. It was reported the caller was wondering if they could have an MRI. The caller confirmed the MRI was not related to patient's device/therapy. The caller stated they could not access the MRI mode because the ins battery was depleted/not charged. They noticed this issue in october 2017. The caller stated they stopped charging the device because therapy stopped working and they determined it is because the lead is broken at 1 <(>&<)> 3. This issue started in 2017. The caller was wondering if there was another way the patient could have an MRI. The MRI eligibility form was sent. No further complications were reported/anticipated. Additional information was received from the manufacturer representative 2018-09-06. It was reported that the patient had been waiting on the new ins system and was set for replacement with his implanting physician. Based on follow-up with clinic specialists, they were not aware of the broken lead. No additional information was provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and family member regarding a patient implanted for spinal pain. The healthcare provider (hcp) reported that the patient¿s wife indicated that the stimulator is malfunctioning. The hcp stated that the patient¿s wife did not provide any additional details regarding the issue. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient suspected one of his leads may be broken. The hcp had no further information. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2018-sept-25 from the consumer. It was reported that initially the patient was happy with the device. It was not working as well in spring of 2017 but this resolved with an adjustment. Then in-between spring and fall 2017 it was not working on one side. During an adjustment in fall 2017 the patient had jolts in their scrotum during the adjustment. It was very painful. The lead was thought to be broken, loose, or "not fine." The patient needed an unrelated MRI of their neck but could not because they were unable to recharge. It was reported that at the end of august 2018 a representative was made aware that the device was overdischarged. The patient had let it go into overdischarge because it had been shocking them and was not aware that they needed to charge the ins even if they were not using it. Multiple jump starts were attempted at the end of august but they were unable to get it out of overdsicharge. The device had not been working for about a year. No further complications were reported.